Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the uretero-reno videoscope tested positive for an unexpected contamination after use. The a-rubber was also removed/missing. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated fields: d9, h2, h3, h4, h6, h11. Corrected field: b5. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed for the adhesive detachment. The foreign material could not be analyzed as the substance was not available for sampling. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure of the adhesive. No likely cause could be established for allegation of contamination. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided positive test results for unspecified contamination.